Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle mechanism failing to deploy. The device ran for 3765 pulses and was deactivated by the user. Inspection of the soft cannula found it to be torn off and measured shorter than specification. The exact timing and cause of this damage could not be determined. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the cannula subassembly found the tip of the formed needle to be squared-off and dull, indicating an inadequate hard cannula. This defect did not contribute to the reported event or impact device operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The needle mechanism did not fully deploy as intended during activation.